Manufacturer narrative:
Only the broken anchor from a healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl was received for evaluation. The complaint mode is confirmed. Due to the state of the returned device, no dimensional analysis could be performed. The complaint description states that the site prep performed was the 4.5 awl dilator which appears to be adequate for the condition per the IFU. It was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl the anchor pulled out and broke while tightening the sutures. The broken pieces were removed from the patient. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device using the same hole to finish the case. This incident did not result in any patient injury or complications.